Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. Approximately "48 hours" later the patient "complaint of fever, abdominal pain. Upon observation the patient is found with endometritis. Physician prescribed antibiotics and released patient".